Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and three relevant findings were identified. Non-conformances were initiated to address the issue of peel-away tearing incorrectly. Despite this, it cannot be confirmed if the issue involved with these past non-conformances is the same as the issue involved with this complaint. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "it was reported that "during the operation, the peel-away sheath broke during the earing/removal. There was no safety concern for the patient." The device was removed and replaced. No medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Event description:
It was reported "it was reported that "during the operation, the peel-away sheath broke during the earing/removal. There was no safety concern for the patient." The device was removed and replaced. No medical intervention required. The patient's current condition is reported as "fine".